Event description:
Customer reported that crossarm brake and mainframe caster brakes were not functioning properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and determined the cross arm brake assembly was faulty, and needed to be replaced. Part is on order, it is expected replacement of this assembly will restore system to proper operation.